Event description:
It was reported that a speaker malfunction occurred, it was unknown if the device was emitting sound or not. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The customer biomed is requesting a replacement speaker due to a faulty speaker. It was unknown if the device was emitting sound. An attempt was tried to get further information, but no additional information was provided. Replacement parts were ordered and shipped to the customer site to resolve the issue. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).